Event description:
It has been reported that the patient underwent a knee arthroplasty revision due to a fractured articular surface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: patient's weight- (B)(6). It is further reported that the patient fell over a dog causing her to fall on her knee. The patient suffered a traumatic wound dehiscence. The patient was revised due to a fractured articular surface. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences. The patient's height: is (B)(6). Device returned: (B)(6) 2016. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Evaluation in progress.

Event description:
It is further reported that the patient fell over a dog causing her to fall on her knee. The patient suffered a traumatic wound dehiscence. The patient was revised due to a fractured articular surface. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The articular surface was returned for further evaluation. Visual inspection of the device found that the central post has completely fractured from the body of the articular surface. Additionally there is evidence of condylar wear and discoloration. Dimensional analysis of the device found that the condylar thickness and the overall width of the device are conforming to print specification. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Per the packaging insert associated with the device (87-6203-883-01 rev. K) complications and/or failure of the total knee prosthesis are more likely to occur in heavy patients. Additionally, it was reported that the patient tripped and fell resulting in traumatic wound dehiscence. Based on this information, the root cause of the implant fracture is tied to the condition of the patient. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was sent for scanning electron microscope (sem) analysis. The device was found to be fractured with the fragment and the main body of the device having little to matching with each other due to plastic deformation that occurred during or after the fracture. The post feature also exhibits damage on both sides that would contact the femoral component which is indicative of impingement. Additionally, it was found that the device also experienced oxidative damage that may have been concurrent with the impingement damage. Based upon theses findings it was concluded that the post failure was due to rapid traumatic impingement likely due to the patient's fall that is concurrent with the oxidation. Root cause remains unchanged.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products: kne-nexgen-femorals-unk. Kne-nexgen-femorals-unk. Lot # unk serial # n/a; kne-nexgen-tibial trays-unk. Kne-nexgen-tibial trays-unk. Lot # unk serial # n/a.

Manufacturer narrative:
This follow- up is being submitted to relay additional information.